Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support who provided complete pump reset information and guided them through the reset process. After the reset, the error did not reoccur, and the customer was able to successfully start their sensor session.